Manufacturer narrative:
The hill-rom technician cleaned the siderail latching mechanism to resolve the issue.

Event description:
The hill-rom technician alleged intermediate siderail would not latch. No patient impact.